Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01096. It was reported that the patient presented with right ventricular lead exhibiting high capture thresholds. The long charge time and high capture thresholds were also exhibited by the implantable cardioverter defibrillator; although the elective replacement indicator had been reached. The right ventricular lead was capped and replaced on (B)(6) 2019. The device was also replaced during the procedure. The patient was in stable condition.